Event description:
Approximately two months post-op plf procedure at level l5-s1, pt returned to surgeon complaining of a pain. CT scan on unk date showed the pop-on tulip head had come off of the screw. Pt was returned to the operating room on (B)(6) 2012 for revision. Surgeon removed two locking caps, one loose pop-on tulip head, one rod, and one bone screw with damaged head. Fragments of broken bone screw were suctioned, which was confirmed by fluoroscopy. Surgeon replaced one new pre-assembled matrix screw and two new locking caps. The removed rod was re-implanted. Surgeon completed procedure with no further problem. This is the 1st report of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of the device history records showed there were no issues during the MFR that would contribute to this complaint condition.